Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas c 311 analyzer. The sample initially resulted in a na value of 277 mmol/l and it repeated as 139 mmol/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.